Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Per communication with jll (distributor) all information for the evaluation of this event that is available has been provided. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: remains implanted.

Event description:
The patient was initially treated for bilateral iliac artery aneurysms (biaa) and an abdominal aortic aneurysm (aaa) with an alto stent graft system on (B)(6) 2022. It was reported that after embolizing the bilateral internal iliac arteries (iia) with coils, the main body and bilateral limbs were implanted. The final angiography confirmed a type ia endoleak. The physician elected to implant an excluder cuff (non-endologix). The type ia endoleak resolution was confirmed, and the procedure was completed. It was reported that three months post index procedure a contrast-enhanced computed tomography (CT) was performed and there was a type ia endoleak just below the proximal sealing ring. The physician elected to treat the type ia endoleak with histoacryl. The angiography confirmed a type ii endoleak originating from the inferior mesenteric artery (ima) and lumbar arteries. A catheter was advanced to the aneurysm via the superior mesenteric artery (sma) through the ima, and the distal portion of the aneurysm was embolized using histoacryl. When the catheter was retrieved, the ima became unintentionally embolized. Additionally, embolization was performed to fill the cavity directly below the proximal sealing ring. Subsequent angiography confirmed the disappearance of the endoleak. As the exact date of the event is unknown, the best estimated date was selected.